Manufacturer narrative:
The insulin pump was received with bleeding and cracked liquid crystal display glass. No further testing could be performed due to liquid crystal display damage. The insulin pump also had cracked reservoir tube lip, scratches on reservoir tube window and cracked end cap.

Event description:
The customer reported a crack on the insulin pump screen. The customer was advised to discontinue use of the device and to return it for analysis and a replacement. The customer's blood glucose value was 131 mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)